Event description:
On 25th june 2024 it was reported by an arthrex employee via email that for 2 units of ar-1927bcf-45, 4.5 mm biocomposite-corkscrew® ft suture anchor with one #2 fiberwire® and one tigerwire®, the anchor broke during insertion. For the first ar-1927bcf-45, the anchor was inserted after preparing the bone socket but it broke when it was screwed into the 1/3 position. A second ar-1927bcf-45 was used however the same situation happened. This was detected during use in a rotator cuff repair procedure on (B)(6) 2024. The procedure was completed successfully as a third ar-1927bcf-45 was used. There was no patient harm and no secondary procedure needed.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Manufacturer narrative:
The complaint allegation is confirmed. One unpackaged, ar-1927bcf-45, batch 15185933, was received for investigation. Visual evaluation confirms that the anchor is broken, and the threads are damaged. Functional testing couldn't be performed due to the damage of the device. The method used to prepare the bone, as well as the bone quality encountered during the procedure, were not provided. Per dfu-0087-eo revision 3; e6: attempting implantation into hard, dense bone and/or drilling/punching smaller diameter holes than recommended may cause failure (breakage) of the implant during insertion. The most likely cause can be attributed to excessive force being used or prying/leveraging the screw during insertion.